Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 12 to 16 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.